Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles/gaps in the tubing. Reportedly, the customer primed the air bubbles out. There was no impact to the customers blood glucose level.